Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed on stored egm. Programming changes were recommended. Physician elected to monitor the patient and not to perform device reprogramming. No further issues have been reported since then.

Event description:
During follow-up, episodes of non-sustained right ventricular oversensing was noted due to post paced t-wave oversensing on the device. The device was reprogrammed to resolve the issue. The patient is in stable condition.